Event description:
It was reported that a cgm error occurred with the continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump successfully, which resolved the error, allowing the customer to start their sensor session without further issues.